Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h6: h10. Visual examination of the provided pictures identified an explanted stem, liner, head and shell covered in bio debris. No other observations could be noted using the image provided. No product was returned; further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and identified the following: patient with generalized reduced bone mineral density and grossly healed fracture of the proximal femoral shaft exhibits total hip arthroplasty with loosening of the long femoral stem component and fracture of the distal femoral stem component. A definitive root cause cannot be determined. Based on the x-ray review and image provided, the complaint is confirmed. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: unk cerclage wires x5. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date where competitor product was implanted. Subsequently, the patient underwent a revision due to unknown reasons where the competitor product was removed and zb product was implanted. It was reported that the patient underwent a second revision approximately 6-years post-implantation due to unknown reasons. All components were replaced. Attempts have been made and no further information has been provided.